Event description:
Additional information was received from the manufacturer representative on 2017-02-22 indicating that the patient¿s claim included that the manufacturer representative from the appointment turned up stimulation to a point that the patient broke their tooth off. This was conflicting information to the reports from the manufacturer representative and the health care professional (hcp) who stated the ins had been set to 0v and was turned off at the appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient repeated information that was previously reported. New additional information provided indicated that the patient had an appointment on (B)(6) 2017 with their healthcare provider. They explained to the healthcare provider that burning sensation in their neck and shoulders was getting worse. They also stated that the stimulator was not giving them pain relief. When they met with a manufacturing representative (rep) on (B)(6) 2017, the rep was resetting the programs, which was causing the patient extreme pain. The patient¿s device was then shut off, and the rep did not known what other course of action to take.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from the patient reporting that on the evening of (B)(6) 2017, the patient went to the emergency room because their pain was so severe. However, it was reported that they were told by the emergency room doctor that there was nothing that could be done. The patient then reiterated information previous received, about them calling their doctor on (B)(6) 2017 and leaving a message with them at 1:30pm. They were called back and had an appointment with the manufacturing representative (rep) that day at 2:15 pm. It was reported that they had to drive to that appointment in extreme pain as with such short notice there was no one that could drive them. Again it was reported that the rep verified that the stimulator was shut off, even though the patient stated that they were still feeling the shocking sensations. The patient was advised to keep their stimulator off for one month and then to meet with the rep again in (B)(6) 2017. The patient left the office upset and in pain. It was mentioned that the patient¿s ins therapy for pain was not working. It was reported that the patient then went to their family doctor and got a steroid injection, which gave them relief for a very short time. More information was received on (B)(6) 2017, recapturing the report of a ¿trainee¿ adjusting their stimulation and raising them out of their chair which caused them to break a tooth. It was reported that they also shocked the patient three to six times. It was reported that they continued to get shocked after the appointment even though the stimulation was turned off. The patient clarified that they did not actually realize that their tooth was broken until the next day. They stated that they also never alerted the healthcare provider (hcp) of the shocking or the broken tooth that occurred. It was reported that they did not report this to their hcp because they were in so much pain from their appointment with the ¿trainee¿ that they could hardly walk. It was reported that they ended up in the emergency room that night. It was reported that the patient met with their manufacturing representative the next day and after that appointment they were discharged. On (B)(6) 2017, additional information was received from the patient reporting that they needed assistance following up to a letter they received. They reported that they did not have the money to see the dentist so no steps have been taken to resolve their broken tooth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying that no their issues of "hardly being able to walk," had not been resolved. They had began "within the last two years and with their current pump". The patient also reported their weight. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with a neurostimulator (ins) for spinal pain. It was reported the patient began feeling shocking from their device on (B)(6) 2017. On (B)(6) 2017, the patient saw a manufacturing representative (rep) at the doctor¿s office, due to the device shocking them. It was reported that the rep tried some different programs to resolve the issue. It was also reported that the patient was shocked so bad about six to seven times. The patient stated, ¿it was like sticking a finger in an electrical socket¿ and it was also reported that they came out of their chair. At one point, when then shocking occurred the patient bit down and cracked a tooth. As the outcome, the rep shut the stimulation off and advised the patient to leave it off and to be seen again in a month. On (B)(6) 2017, the patient called the doctor¿s office and reported that the device was off but they were still getting shocked. They reported that if they moved their arms went the wrong way they would get a bolt of electricity. The patient met with the rep that day and said they could hardly drive. The rep checked to make sure the device was off and it was. It was reported that there was nothing they could do and that they wanted to call the ambulance, however it sounded like this was not done.

Event description:
Additional information was received from a manufacturer representative on 2017-02-16 reporting that the office nurse had asked the manufacturer representative to see the patient while the manufacturer representative was at the office to make sure their cervical stimulation was turned off. The patient had called the nurse in earlier reporting that the stimulation would not shut off. When the nurse and manufacturer representative checked the patient the program was on zero and the battery was shut off. The patient indicated that they were still feeling stimulation and that it was not off. Information indicated that the patient was discharged from the hcps care. Additional information was received on 2017-02-21 from the manufacturer representative indicating that they had contacted the health care professional (hcp) office. Additional information was received from the consumer on 2017-02-21 indicating that they would like to speak with a manufacturer representative about their broken tooth and the ¿shocking.¿ hcp listings were sent. Additional information was received from the consumer on 2017-02-21 indicating again that they did not currently have a hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from the health care professional (hcp) on (B)(6) 2017 reporting that the manufacturer representative had turned off the device to resolve the shocking. Additional information from the consumer on (B)(6) 2017 reported that they had not been contacted regarding the event. Patient services reached out to the manufacturer representatives on the patient¿s behalf.